Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off, cause was unknown. The customer's blood glucose was 356 mg/dl. Tandem technical support advised the customer to consult with a healthcare provider prior to changing any settings.